Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: a strong force was applied to the cover glass part, and it came off the coupler part, and it made the cover glass fall. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the camera was never used with patient. The missing lens was found prior to patient procedure and lens may have fallen out during cleaning. No delay in procedure occurred.

Manufacturer narrative:
This report is being filed to provide additional information provided by customer.

Manufacturer narrative:
The device was returned for evaluation. During functional testing, the reported issue was confirmed; the lens glass was missing from the charge coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd camera head's glass lens fell out. The issue occurred during a therapeutic an unspecified procedure. No adverse effects to patient reported. No user injury reported .